Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that at the end of 2019 or the beginning of 2020 the ins site started hurting. Patient tried 3 rounds of trigger point infections which would only help for a short time so the device was replaced and moved to the other side.